Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer left rail would not fully extend when the drawer was opened, making it difficult to retrieve medication from that drawer. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that drawer 3 did not open fully and required force to open. Upon examination, the drawer frame was found to be misaligned, and the slide members were not properly seated on the track. The drawer slides were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.